Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device was received for evaluation and leakage at the de-airing port was confirmed. Wide pores were observed to be localized in the membrane body when viewed under an optical microscope. Production records were reviewed with no deviations noted. An internal process has been initiated to determine the root cause and appropriate corrective action. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that leakage was observed at the de-airing port. Ref: (B)(4).